Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 rtg0087119 (con); on (B)(6) 2020, information was received from a patient receiving baclofen and dilaudid (patient not completely sure) via an implantable pump for spinal pain. The patient reported they were experiencing "burning" in his "middle back in my shoulders". The patient inquired if they should have the pump removed due to this and if this would get batter. The patient reported he "doesn't feel good" and he "can't take the pain" and thinks the "pump is malfunctioning". The patient stated the pump was "not a nice thing to go through" and he wouldn¿t have gotten it implanted if he would have known this was going to be his experience. The patient made inquiries regarding going to the hospital, and removal of the pump. The patient stated the he was informed that "it was inflamed" in the hospital. The patient also reported that his legs were numb and his legs went numb where he couldn¿t feel his legs yesterday. The patient was redirected to follow up with their hcp, but stated that he has been calling his hcp and "nobody wants to tell me what is going on". The patient reported they have requested an ambulance 3 times and has been to the ER 3 times due to this. The patient stated the ER hcps were not familiar with the pump. The patient also stated that they had the police come once for this and stated the police gave him an "ipv treatment". The patient confirmed they have had no trauma or calls. All the patient's symptoms started immediately since date of implant. When asked what medication was in the pump. The patient was not completely sure, but thought that they had baclofen and dilaudid in it. The patient did not know the dose or concentration. The patient was asked if baclofen and dilaudid were in the pump since the start of the event and the patient stated, "I don¿t know, but I was screaming and they gave me fentanyl in the IV and then they gave me another 100 in the hospital and it calmed me down right now". The patient was not clear what he was referring to by this. The patient was again, redirected to their hcp.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient experienced no pain relief from the pump despite having the pump and catheter previously replaced. The date of the event was unknown. The physician attempted to aspirate cerebrospinal fluid from the catheter access port but was unsuccessful. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was to be referred bac to the surgeon. It was unknown if surgical intervention was planned. The patient¿s weight and medical history were unknown or would not be made available. The pump administered dilaudid with concentration 1 mg/ml at a dose rate of .5 mg/ml. Refer also to MFR report # 3004209178-2020-02139 regarding previous pump and catheter replacement.

Manufacturer narrative:
Continuation of d10: product ID: 8780. Serial# (B)(6). Implanted: (B)(6) 2020. Product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2021-11-05, UDI#: (B)(4). H6 update/correction: the previously applied patient code e2401 was replaced with e020204. The previously applied device code c53269 (a26) is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the patient having been referred back to the surgeon, and if any actions/interventions taken/planned to resolve the inability to aspirate, it was noted that this was unknown at this time. The cause of the inability to aspirate, no pain relief, inflamed, leg numbness was not determined. The inability to aspirate, no pain relief, didn't feel well, and leg numbness was not resolved. The devices remained still implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.